Manufacturer narrative:
(B)(4).

Event description:
The pt experienced an overstimulation and an uncomfortable pulsing sensation following a fall on their back side. It was reported that the lead had migrated and a lead revision was performed. During the surgical procedure a power-on-reset (por) condition was seen on the device, but was unable to be cleared. Following the revision procedure the device was reprogrammed, but the uncomfortable pulsating stimulation sensation remained with the pt. Add'l info was requested.